Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eleven months post implantation due to loss of range of motion. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: debridement was completed the medial and lateral gutter, suprapatellar pouch, and under the quad & patellar tendon. Locking bar was removed along with previous poly and a 16mm trial poly was placed with good alignment and tracking. New definitive poly was snapped into place. No complications noted. Motion improved, patella tracks smoothly, excellent overall alignment, knee is stable. Radiograph report three views of l knee. Implants all look well aligned and well fixed. Patella tracks midline. Size and alignment look appropriate. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed by the provided medical notes. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.